Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer wife reported via phone call that they experienced high blood glucose level of 487 mg/dl. Customer wife did not perform troubleshoot for their high blood glucose reading. Customer was not getting insulin delivery. Customer also had 203 mg/dl blood glucose reading. Customer wife also reported no delivery alarm several times even thou infusion set and reservoir was changed several times. Insulin pump will be returning for analysis.

Manufacturer narrative:
Findings: no unexpected no delivery or low reservoir alarms noted during testing. Unit received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked belt clip slot. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.